Event description:
Foreign body in patient. Chest tube placed for recurrent pneumothorax. Post procedure films showing wire within the right chest wall. Thoracic surgery at tertiary care reviewed films and felt it was in soft tissue rather than pleural cavity and recommended admit here with removal by gen surg. Ed provider spoke with surgeon who was ok with admission here. Admitted to hospitalist team for recurrent pneumothorax. Surgery consulted for the recurrent pneumothorax but also for foreign body removal. The patient is aware of the presence of this fragment of foreign body and the fact that we would be removing it. In the operating room, the fragment of guidewire was identified and removed without difficulty. The core appears to have fragmented and the outer wire wrapping of the guidewire remained in the chest wall and in the pleura. This was removed intact with the curled tip. The remainder of the procedure completed without any issue. Wire retained and submitted to pathology. Pathology instructed not to dispose of wire.